Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced frequent low blood glucose while using the ilet system, leading the family and trainer to determine the system was not working for the user and to proceed with device return after initial troubleshooting and education, including a proposed factory reset and re-training that were declined. Symptoms included hypoglycemia. Outcomes included device discontinuation and product return with issuance of credit. Investigation included review of available use data and engagement with the trainer and educator to troubleshoot and offer re-training. Investigation of this case revealed no device alarms or specific hardware or software malfunctions identified, and the event remained consistent with user-specific glycemic management challenges rather than a discrete component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.